Event description:
During treatment of thrombus occluded m1 arterial segment, the physician indicated that several small distal emboli were noted. The small emboli improved with serial angiography. Prior to the procedure, the patient was treated with 1000 units of heparin for an act of 186sec. A sl-10 microcatheter and a synchro-2 guidewire were navigated across the acom, mca and the thrombus in the m1. After crossing, the patient received multiple doses of reopro and tpa. A prowler plus catheter was then advanced over the choice floppy guidewire and into the distal mca. The guidewire was removed and an enterprise 4.5x22mm stent was partially deployed across the region of the occlusion. Repeat angiography showed opening of the m1 segment with flow. Add'l reopro and tap were administered. The enterprise stent was reconstrained and removed. There were no apparent complications and the previously thrombus occluded m1 segment was patent.

Manufacturer narrative:
The patient presented with acute right hemispheric stroke. The CT scan performed at an outside hospital showed denseness in the (mca) middle cerebral artery. The patient received 40mg of tpa during the admission at the outside hospital. The patient had nihss of 20 upon arrival at the transferring hospital. A cta showed a right carotid occlusion, right m1 occlusion and a patent acom. Diagnostic angiography and intervention was indicated. Following induction of general endotracheal anesthesia, the groins were prepped and draped bilaterally in the usual sterile fashion. Access into the right common femoral artery was obtained using seldinger technique and a 6 french steath was placed. A 5 french diagnostic catheter was then used to electively catheterize the left internal carotid artery, right common carotid artery and left vertebral artery. The patient was given 1000 units of heparin for an act of 186 seconds. A 6 french mpd and ucsf 4 french catheter were exchanged for the diagnostic catheter in the left ica over an exchanged length glidewire and the mpd was placed at the c2 level. Flow was confirmed. A sl-10 microcatheter and a synchro-2 guidewire was navigated across the acom and into the mca. The thrombus in the m1 was crossed and 3mg of tpa and 5mg of reopro was infused into the thrombus. Repeat angiography was performed and continued complete occlusion was noted. The sl-10 catheter was repeatedly crossed across the lesion, but no improvement in the occlusion was noted. A 300cm choice floppy guidewire was placed through the sl-10 and into the distal mca. A prowler plus catheter was then advanced over the choice floppy guidewire and into the distal mca. The guidewire was removed and an enterprise 4.5x22mm stent was partially deployed across the region of the occlusion. Repeat angiography showed opening of the m1 segment with flow. The patient received 10mg reopro through the guiding catheter. Serial angiography was performed. The enterprise stent was then reconstrained and removed. Prior to using the enterprise stent, irb approval was obtained by the operating physician. Repeat angiography was performed and 2mg of tpa and 1mg of reopro was given ia through the prowler microcatheter into the mca territory. The guide catheter was removed after the confirming vessel was patent. A 5 french diagnostic catheter was used to select the right common carotid artery and repeat angiography was performed. Reopro 2mg was given into the origin of the stenosis in the ica. The diagnostic catheter was removed. Hemostasis was achieved using closure device. There were no apparent complications. Findings pre-intervention: right common carotid artery: there is a complete occlusion of the rica at its origin and there is no intracranial flow. Left common carotid artery: there is no evidence of stenosis at the ica origin. Intracranial filming reveals a widely patent acom with cross filling of the right m1, mca to the level of occlusion. The pcom is patent. There is no significant filling if the right cortical mca territory. There are several large perforators off the a1/a @ complex on the right supplying the deep white matter. The left aca and mca territory is normal. There is no evidence of aneurysm, vasculitis or thromboembolism. Left vertebral artery: there is no filling of the right ica from the pcom. No aneurysms are noted. There are normal arterial capillary and venous phases. The right pica is not visualized. Super selective injection of the right m1 and mca: the microcatheter is noted to be distal to the occlusion. There is a total m1 occlusion noted from the thrombus. Post-intervention findings: left internal carotid artery: there has been restoration of the flow in the right m1 with no evidence of thrombus in the m1. There appears to be competitive flow from the ica. There are several small distal emboli that improved with serial angiography. There is filling of both m2 division and the anterior temporal branch on the right. There is markedly improved distal right mca runoff. The left anterior circumflex is normal with no evidence of thromboembolism. Right common carotid artery: there is a severe high-grade flow limiting stenosis of the right ica that is now open. The intracranial flow is slow because of the stenosis. No acute thrombosis is noted on the stenosis. The stenosis measured 3.5mm in length and 0.67mm minimal luminal diameter. The distal ica measures 2.35mm and appears to have adaptive narrowing. The percent stenosis measures 73%, but is more severe because of adaptive narrowing. Total fluorotime was 50.2mgy, a plane 3950mgy, and b plane 1899 mgy. Contrast ultravist 240-400mls. The product will not be returned for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.